Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 8) occurred. Customer's blood glucose level ranged between 370 mg/dl and in the 400's (mg/dl). Reportedly, the customer loaded a new cartridge to resolve issue.